Event description:
The customer reported that the system had error communication failure. The system shut down during the middle of a case, and it locked up. The customer had to wait for a reboot. Pt not injured.

Manufacturer narrative:
The svc rep ordered parts, removed and replaced rtos, gpos and hard drive. Loaded software, config and call file. Esd kit used and tested ok. System functioned as intended.